Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button became stuck down. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. In addition, it was reported that the customer experienced a low blood glucose level (47 mg/dl). Tandem technical support reviewed pump history and found that a 6.56 unit bolus was delivered. Contact declined any further troubleshooting and stated the customer drank orange juice and consumed food to stabilize blood glucose levels.

Manufacturer narrative:
Unintended bolus delivery issue- no failure identified.